Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports that the product split during power injection. The power injector was set to 325 psi and 3.5ml/sec. The extension set split where the green part connects with the caresite valve. CT dye leaked as well as a small amount of blood. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample without packaging was provided for evaluation. The physical sample was decontaminated and then leak tested with passing results. The reported defect was not confirmed. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photo and video were provided for evaluation. Visual examination was performed of the photo and video, the video confirms a leak. The leak was unable to be observed via the photo. House retain samples for the reported lot number were tested and passed internal testing. Although the reported defect was confirmed via the video the exact root cause cannot be determined at this time. The sample was not provided for further evaluation. Further investigation of the complaint is not possible. We will maintain this report for further references and continue to monitor other reports for similar occurrences. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. If any additional pertinent information becomes available, a follow up will be submitted.